Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual inspection was performed on the returned device. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the devices were not properly connected and/or the clamp seal was not properly closed resulting in the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the copilot bleedback control valve was connected with guiding catheter. When the guide wire was attempted to be inserted into the copilot, the amount of bleeding seemed to be larger than usual at the clamp seal. The copilot was replaced with another same device to continue the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.